Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The returned extension tube was noted to have material fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported off-label use appears to be related to the user's use of the amplatzer multi-fenestrated septal occluder - cribriform for a pfo defect. Please note, per the instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multifenestrated (cribriform) atrial septal defects. Information from the field indicated that an 9f delivery sheath was used to implant a 30 mm amplatzer multi-fenestrated septal occluder - cribriform which is larger than the recommended size of 8f as per the instruction for use (IFU).

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. A transthoracic echocardiogram (tte) was performed in lab whilst patient was on the table and pfo tunnel measured >20mm. After routine preparation and connection to a continuous flush the left atrial (la) & right atrial (ra) discs of the device were found to be bulbous. The device was recaptured and delivered for a second time with the same result. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 35-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.